Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm was unable to be confirmed due to erased history file. There was no unexpected pump reset or counting up anomaly. The occlusion test was unable to be performed along with the excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 6.5 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer stated that they received a motor position encoder error alarm during priming. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.